Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular defibrillation lead had impedances >200 ohms on both defibrillation pathways. All leads were removed since they were fused together by an adhesion and successfully replaced. No patient complications have been reported as a result of this event.